Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, bilateral occlusive dvts venous occlusions, post thrombotic syndrome, and unsuccessful ivc filter removal. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, bilateral occlusive dvts enousocclusions, post thrombotic syndrome, and unsuccessful ivc filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was reviewed and sections updated events description provided below. As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, bilateral occlusive dvts enousocclusions, post thrombotic syndrome, and unsuccessful ivc filter removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, the filter was placed due to blood clots in the legs and pulmonary embolism. Venocavagram was done to locate the renal veins, the trapease was deployed at the level of the l2-l3 below the level of the renal veins. Positioning was documented with a repeated vena cavogram. The patient tolerated the procedure and no complaint cations were reported. According to the information received in the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the filter is unable to be retrieved. There was an unsuccessful percutaneous retrieval attempt made approximately four and a half years post implantation, another approximately five and a half years after implant and a third approximately six and a half years after implant. The patient reports very limited walking ¿ half of a block or so. Patient experienced opioids induced constipation due to pain medication from pain in both legs with extreme swelling. Legs elevated sixty to eighty percent of twenty-four hours/day. Driving limited to 20 minutes or less due to pain and swelling of legs.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the filter was placed due to blood clots in the legs and pulmonary embolism. Venocavagram was done to locate the renal veins, the trapease was deployed at the level of the l2-l3 below the level of the renal veins. Positioning was documented with a repeated vena cavogram. The patient tolerated the procedure and no complications were reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, bilateral occlusive dvts, venous occlusions, post thrombotic syndrome, and unsuccessful ivc filter removal. Per the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the filter is unable to be retrieved. There was an unsuccessful percutaneous retrieval attempt made approximately four and a half years post implantation, another approximately five and a half years after implant and a third approximately six and a half years after implant. The patient reports very limited walking ¿ half of a block or so. Patient experienced opioids induced constipation due to pain medication from pain in both legs with extreme swelling. Legs elevated sixty to eighty percent of twenty-four hours/day. Driving limited to 20 minutes or less due to pain and swelling of legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Leg swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Upon review, the following section has been corrected: (product code).